Manufacturer narrative:
Product complaint # (B)(4). Additional information received from the site indicated that it is not known if the symptom of blurred vision has resolved. This symptom may have been related to the patient¿s known history of suspected sunct syndrome. Complaint conclusion: as reported via the (B)(6) study, the (B)(6) female patient, with a history of suspicion of sunct syndrome, experienced recurrent mild left eye retinal embolism on (B)(6) 2018, 8 days following the index procedure and the event was later classified as a stroke by the investigator. Symptom of the event was recurrent blurred vision of left eye that lasted a few minutes. The patient was admitted on (B)(6) 2018 and diagnostic magnetic resonance imaging (MRI) showed no recent ischemic microembolisms. The event is reportedly ongoing, but it was stated that mild visual deficit has improved. Per the investigator, the stent covering the ophthalmic artery with microembolism is a typical complication in stent-assisted coiling. The patient was discharged home on (B)(6) 2018. The primary investigator reported that the event was probably related to the study device, definitely related to the index procedure, and not related to other devices used or the patient¿s underlying disease state. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm, and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized, and six competitor coils were placed in the aneurysm after the 4mm x 23mm enterprise 2 (enc402300/10803888) stent was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent, and the aneurysm was occluded 90-99%. Raymond class assessment was 1: complete occlusion. The aneurysm dimensions were as follows: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). There was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. The stent had to be repositioned once during the stent deployment, but there were no technical complications or evidence of device malfunction. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. Intravenous (IV) heparin 5000 ie was administered during the procedure. Activated clotting time (act) value was between 150-200s; the absolute value was not documented. The patient was started on aspirin 100mg and clopidogrel 75mg on (B)(6) 2018. Platelet responsiveness testing on (B)(6) 2018 revealed no responsiveness for clopidogrel, so they changed the clopidogrel to ticagrelor 180mg daily. The patient was discharged on (B)(6) 2018 with aspirin 100mg and ticagrelor 2x90mg and re-admitted on (B)(6) 2018. Repeat testing on (B)(6) 2018 revealed a positive response. Certoparin (2x3000 ie) was added on (B)(6) 2018 for 14 days. MRI performed on (B)(6) 2018 showed no change in stent position. No further information was provided. The enterprise 2 stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Images were reviewed with attention directed to the retinal artery embolization. The patient had a left posterior communicating artery aneurysm that was treated by enterprise stent-assisted embolization. The procedure technically appeared to go well with no intraoperative complications. The patient awoke with a paresis contralateral to the aneurysm. Review of the angiograms revealed that the position of the stent and coils appeared normal. The MRI from (B)(6) 2018, was unremarkable for anything related to the vision issue. The enterprise stent was placed over the origin of the ophthalmic artery and this placement was acceptable. More distal positioning of the enterprise stent would likely not allow stable placement of the coils in the aneurysm and out of the parent artery. There was no imaging evidence of abnormal movement of the enterprise stent after being deployed. The ophthalmic artery filled normally on both pre-embolization angiogram as well as the final post embolization angiogram. In both pre and post embolization imaging, the choroidal blush is apparent, but this finding does not rule out central retinal arterial occlusion. The occurrence of blurred vision post embolization is uncommon. There were no complications directly related to this stent or the embolization seen on the image review. There was no angiographic evidence to suggest the enterprise stent malfunctioned. Embolization, stroke and neurological deficit are known potential adverse events associated with the enterprise 2 stent and stent-assisted coiling procedures. Neither the stroke associated with the retinal symptoms nor the embolization could be confirmed on procedure images or MRI. Of note, the patient had a history of suspected sunct syndrome which is a short-lasting unilateral neuralgiform headache with conjunctival injection and tearing, with activation of the autonomic nervous system of the trigeminal nerve in the face. The root cause of the visual deficit that was reported cannot be determined; however, it is possible that procedural, patient, and pharmacological factors may have contributed to the event. Based on the information available for review, there is no evidence to suggest that the implanted enterprise 2 stent had malfunctioned. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.

Manufacturer narrative:
(B)(4). Information regarding patient race and ethnicity was not provided. The device remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Concomitant med products due to character limitation: (2) target 360 soft coils, (2) target helical ultra coils, (2) target helical nano coils (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.

Event description:
As reported via the sunrise 2 clinical study (patient (B)(6)), the (B)(6) female patient experienced a mild left eye retinal embolism on (B)(6) 2018, 8 days following the index procedure. Symptoms of the retinal embolism were blurred vision of left eye that lasted a few minutes with no residual symptoms (no deficit). The event was new and anticipated. The patient was admitted on (B)(6) 2018 and diagnostic magnetic resonance imaging (mdri) was performed. Additional information received at a later date reported that the patient was diagnosed with a stroke. The event is reportedly ongoing, but it was stated that mild visual deficit improved in control investigation. Per the investigator, the stent covering the ophthalmic artery with micro embolism is a typical complication in stent assisted coiling. The patient was discharged home on (B)(6) 2018. The primary investigator reported that the event was probably related to the study device, definitely related to the index procedure, and not related to other devices used or the patient¿s underlying disease state. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm, and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized and six competitor coils were placed in the aneurysm after the 4mm x 23mm enterprise2 (enc402300/10803888) stent was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent and the aneurysm was occluded 90-99%. Raymond class assessment was 1: complete occlusion. The aneurysm dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). There was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. The stent had to be repositioned once during the stent deployment, but there were no technical complications or evidence of device malfunction. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. Intravenous (IV) heparin 5000 ie was administered during the procedure. Activated clotting time (act) value was between 150-200s; the absolute value was not documented. The patient was started on aspirin 100mg and iscover (clopidogrel) 75mg on (B)(6) 2018. Platelet responsiveness testing on (B)(6) 2018 revealed no responsiveness for clopidogrel, so they changed the iscover to ticagrelor 180mg daily. The patient was discharged on (B)(6) 2018 with aspirin 100mg and ticagrelor 2x90mg and re-admitted on (B)(6) 2018. Repeat testing on (B)(6) 2018 revealed a positive response. Certoparin (2x3000 ie) was added on (B)(6) 208 for 14 days. Magnetic resonance imaging (MRI) performed 21 days following the index procedure showed no change in stent position. The enterprise2 stent remains implanted in the patient and is thus not available for evaluation. A copy of the imaging studies (including report) is available for review. No further information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). Additional information received from the sunrise 2 study on 9/13/2018 indicated that the event resolved with no residual effects on (B)(6) 2018. Translated ophthalmology consultation report was received on 21-sep-2018. The patient presented to the emergency room on (B)(6) 2018 with left visual impairment described as seeing nasal flashes and black dots that move two to three times per day with no black shadows. Ophthalmic examination findings were consistent with a micro-embolic infarction of the left retina. Initial reporter phone: (B)(6). [Complaint conclusion] - updated: as reported via the sunrise 2 clinical study, the 71-year-old female patient, with a history of suspicion of sunct syndrome, experienced recurrent mild left eye retinal embolism on (B)(6) 2018, 8 days following the index procedure and the event was later classified as a stroke by the investigator. The investigator reported that the symptom of the event was recurrent blurred vision of left eye that lasted a few minutes; however, the ophthalmology consultation report received indicated that the patient presented to the emergency room on (B)(6) 2018 with left visual impairment described as seeing nasal flashes and black dots that move two to three times per day with no black shadows. Ophthalmic examination findings were consistent with a micro-embolic infarction of the left retina. Diagnostic magnetic resonance imaging (MRI) performed on (B)(6) 2018 showed no recent ischemic microembolisms and no change in stent position. Per the investigator, the stent covering the ophthalmic artery with microembolism is a typical complication in stent-assisted coiling. The patient was discharged home on (B)(6) 2018. The event was considered resolved with no residual effects on (B)(6) 2018. The primary investigator reported that the event was probably related to the study device, definitely related to the index procedure, and not related to other devices used or the patient¿s underlying disease state. The patient initially underwent stent-assisted coil embolization on (B)(6) 2018. Pre-treatment angiography revealed an anterior circulation aneurysm on left sidewall of the carotid-ophthalmic artery. The unruptured aneurysm was saccular in shape with the following dimensions: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm, and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. The target aneurysm had not been treated before and was discovered without symptoms. Jailing technique was utilized, and six competitor coils were placed in the aneurysm after the 4mm x 23mm enterprise 2 (cat: enc402300/lot: 10803888) stent was placed. Immediate post-procedure angiography confirmed that the coil mass position was maintained within the sac, the parent artery was patent, and the aneurysm was occluded 90-99%. Raymond class assessment was 1: complete occlusion. The aneurysm dimensions were as follows: dome height 4.0mm, dome width 6.0mm, neck width 3.0mm and dome-to-neck ratio of 2.0. The internal diameter of the parent vessel proximal to the aneurysm was 4.0mm and distal to the aneurysm was 4.0mm. There was no evidence of stenosis or thrombosis. There was no reduction in flow in the parent artery (tici score grade 3). There was complete stent coverage across the aneurysm neck. The procedure was completed with satisfactory results with placement of the study device. The stent had to be repositioned once during the stent deployment, but there were no technical complications or evidence of device malfunction. The stent fully expanded and there was good wall apposition between all areas of the stent and the vessel. Intravenous (IV) heparin 5000 ie was administered during the procedure. Activated clotting time (act) value was between 150-200s; the absolute value was not documented. The patient was started on aspirin 100mg and clopidogrel 75mg on (B)(6) 2018. Platelet responsiveness testing on (B)(6) 2018 revealed no responsiveness for clopidogrel, so they changed the clopidogrel to ticagrelor 180mg daily. The patient was discharged on (B)(6) 2018 with aspirin 100mg and ticagrelor 2x90mg and re-admitted on (B)(6) 2018. Repeat testing on (B)(6) 2018 revealed a positive response. Certoparin (2x3000 ie) was added on (B)(6) 2018 for 14 days. No further information was provided. The enterprise 2 stent remains implanted in the patient and is thus not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Images were reviewed with attention directed to the retinal artery embolization. The patient had a left posterior communicating artery aneurysm that was treated by enterprise stent-assisted embolization. The procedure technically appeared to go well with no intraoperative complications. The patient awoke with a paresis contralateral to the aneurysm. Review of the angiograms revealed that the position of the stent and coils appeared normal. The MRI from (B)(6) 2018, was unremarkable for anything related to the vision issue. The enterprise stent was placed over the origin of the ophthalmic artery and this placement was acceptable. More distal positioning of the enterprise stent would likely not allow stable placement of the coils in the aneurysm and out of the parent artery. There was no imaging evidence of abnormal movement of the enterprise stent after being deployed. The ophthalmic artery filled normally on both pre-embolization angiogram as well as the final post embolization angiogram. In both pre and post embolization imaging, the choroidal blush is apparent, but this finding does not rule out central retinal arterial occlusion. The occurrence of blurred vision post embolization is uncommon. There were no complications directly related to this stent or the embolization seen on the image review. There was no angiographic evidence to suggest the enterprise stent malfunctioned. Embolization, stroke and neurological deficit are known potential adverse events associated with the enterprise 2 stent and stent-assisted coiling procedures. Micro-embolic infarction of the left retina was confirmed by the ophthalmologist. The root cause of the embolic infarction cannot be determined; however, it is possible that procedural, patient, and pharmacological factors may have contributed to the event. Based on the information available for review, there is no evidence to suggest that the implanted enterprise 2 stent had malfunctioned. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.

Manufacturer narrative:
Product complaint # (B)(4). Imaging was received on 7/6/2018 and is awaiting evaluation. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two adverse events reported for this patient and the associated manufacturer report numbers are 1226348-2018-00621 & 1226348-2018-00622.